Event description:
Siemens servo ventilator inadvertently became disconnected from ballard medical products closed tracheal suction system tubing and was not detected for an undetermined amount of time. The ventilation expiratory minute volume alarm was noted to be set at zero, the alarm did not sound. The alarm had sounded earlier. When the disconnection was noted the yellow indicator light was noted to be flashing. Patient expired 4/8/92.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: device unavailable for follow-up investigation examination. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped temporarily. The device was destroyed/disposed of.